Manufacturer narrative:
A follow up will be sent, if the product or additional information is obtained.

Event description:
When end user sits down on the commode, the rods under the seat seam begin to bend.